Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Refer to regulatory report # 3004209178-2018-22144. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having issues with the implant not working properly. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and rds/causalgia-complex regional pain syndrome.